Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch#(B)(6). That stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 24 x 4.00 promus premier¿ stent was advanced to treat the lesion. However, upon deploying, the stent came off from the delivery balloon and lodged in the rca. The physician was able to remove the stent from the patient's body with a snare. No patient complications were reported and the patient was discharged two days later.